Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to the reservoirs and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a bent cannula and air bubbles in the reservoir. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump and with manual injection. The reservoir will be returned for analysis.